Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device delivered multiple inappropriate shocks in response to atrial fibrillation. Tachycardia therapy was exhausted. The physician is currently attempting to rate control this patient as pharmaceutical therapy cannot be utilized. This device remains implanted and in service. No adverse patient effects reported.